Event description:
It was reported that a right atrial (ra) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that a right atrial (ra) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was surgically abandoned due to noise present on the lead discovered via interrogation. No additional adverse patient effects were reported. Additional information indicates that there was noise and oversensing due to lead insulation disturbance.

Manufacturer narrative:
Correction to field h6: device codes correction to field b5: describe the event or problem.

Manufacturer narrative:
This report contains additional information pertaining to the cause of the surgical abandonment of the lead.

Event description:
It was reported that a right atrial (ra) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was surgically abandoned due to noise present on the lead discovered via interrogation. No additional adverse patient effects were reported.

Event description:
It was reported that a right atrial (ra) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was surgically abandoned due to noise present on the lead discovered via interrogation. No additional adverse patient effects were reported. Additional information indicates that there was noise and oversensing due to lead insulation disturbance. Additional information indicates that the insulation damage was seen via fluoroscopy.